Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manuacturer reference number (B)(4).

Manufacturer narrative:
On (B)(6) 2021 getinge became aware of an issue with powerled surgical light. As it was stated, there is no space between two suspension arms (at their ceiling base) and paint pieces can fall while procedure. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. New suspension arm was ordered for replacement. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event occurred. Comparing the number of complained devices to the number of sold units, we conclude that the occurrence rate is very low. The evaluation has shown that the gap between both main arms could not be sufficient in order to rotate freely in certain conditions. Indeed, depending on the manufacturing tolerances of the mechanical parts (worst case) the minimum gap between both main arms could not be sufficient and in this case the paint can be damaged. In april 2014, maquet sas introduced a new control in the production line in order to check the minimum gap between the main arms. The powerled installation manual mentions in the check list and in the functional tests, to verify that the main arms rotate freely. This check must be performed after installation and any manufacturing default must be detected before use. At the end of 2014, a field action referenced msa/2014/003/iu (z-1990-2015) was launched in order to correct this default on the field. The change of the whole suspension was requested in case of grinding detection. This product was in the scope of the field action, the suspension was checked at the time of fsca and it was not replaced - thus it was not grinding. The check steps described in the nit 221 were probably not respected, if you forgot to untighten the brake screws the suspension arm stay in its position. The brake screws probably worn out and the suspension slide against the other, there is no other root cause, the suspension must be replaced. We believe the related devices are performing correctly in the market.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 13th january, 2021 getinge became aware of an issue with powerled surgical light. As it was stated, there is no space between two suspension arms and paint pieces can fall while procedure. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.